Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and irritated, welt under the back electrode. In addition to the skin irritation, the patient reported that he injured his back previously. There was no alleged device malfunction contributing to the irritation. The patient was admitted to the hospital, but there is no indicated that the patient went to the hospital because of the skin irritation. While the patient was at the hospital, a physician prescribed a cream-based medication and the irritation has improved.